Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill one of four on the homechoice machine. The patient was not connected at the time of the alarm. The technical service representative explained the alarm to the home patient (hp) and advised the hp to complete therapy using manual supplies or restart therapy using new supplies. During follow-up with the hp, they stated that when they went to the clinic, a pinhole in the transfer set was discovered. The transfer set was then replaced. The hp stated that the pinhole was the cause of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the transfer set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed and the problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.